Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported issue, and the condition could not be confirmed through logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue log showed errors m-0b and m-b0.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding audio feedback that was being heard at the patient side cart (psc) and the surgeon side console (ssc) when energy was being applied. It was noted that the reported event was only present with one surgeon; however, the csr could hear the feedback when standing next to the surgeon side console. Tse reviewed the system logs and found no related errors. The procedure was completed with no reported injury.